Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lightning storm, patient's transmitter burned. The transmitter was replaced. No further information was provided.

Manufacturer narrative:
The reported field event of burnt prongs on the power adapter was confirmed in the laboratory. Visual inspection revealed charring on the prongs and pcb, but no damage to the transmitter¿s circuit board. The transmitter powered on with a different power adapter.